Event description:
It was reported that the pt said has had 4 bladder infections in last 2 months. Pt said (the package of the catheter has to be torn, and it does no go all the way down which causes you to have to touch the catheter or it touch another surface which can cause bacteria to contaminate the catheter. Pt is using gloves and alcohol wipes before cathing). It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for bladder infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.